Event description:
It was observed that during the device evaluation, the camera head exhibited connector end of connector where end of electrical contact the sides are chipped. There was no patient involvement..

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.